Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient presented to the emergency room due to chest pain. It was noted that the right ventricular (rv) lead showed no capture at high thresholds. The rv lead was explanted and replaced. The device longevity took a hit from the sustained high output pacing at 8v at 1.2 ms and the physician opted to also replace the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary # (B)(4) the full lead was returned, analyzed and the outer insulation of the lead was extrinsically breached due to a cut. It was noted that the proximal conductor of the lead became extrinsically distorted due to kinking/buckling, blood was observed on the sleevehead of the lead, the outer insulation of the lead was observed to have blood ingression and visual summary analysis of the lead indicated damage at implant. Lead was returned with the outer insulation breached/ extrinsic and blood ingression. The amount of blood ingression along lead length leads us to conclude that the cut occurred at the implant. The breach insulation did contribute to the complaint, high thresholds.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.